Manufacturer narrative:
Macroscopic examination confirms tip of probe severely twisted, with approx. 13 mm of the tip broken off and not returned for analysis. Fracture surface analysis revealed a quasi-brittle fracture surface and circular material flow, consistent with torsional overload during usage. The tip just below the fracture is severely plastically deformed, consistent with torsional overload. The type and nature of fracture suggests surgical technique contributed to the event.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the straight lumbar probe broke on its tip during use at l5-s1 posterior case. Reportedly, the instrument was twisted while pulling it out of the bone. The broken piece was retrieved, but the surgical time was extended about 1.5 hours. The case was completed without any further incident.